Manufacturer narrative:
Investigation summary: it was reported the customer was unable to instill the solution with the syringe. To aid in the investigation, one sample with no packaging flow wrap was provided for evaluation by our quality team. A visual inspection was performed. The rubber stopper is at 7ml and no defects or imperfections were observed. The sample was then tested for sustaining force and the result was within specification. It could be possible that the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "unable to instill with the syringe."